Manufacturer narrative:
In this incident, there was no report of injury to the pt. However, as a result of this malfunction, the potential for surgical intervention exists to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events. The device was not available for evaluation and the lot number is not known for retained-product testing and/or DHR review.

Event description:
It was reported that a file separated in the canal during a procedure performed approximately eight months prior to the report date. The canal was filled with the separated piece in place. The doctor expressed concern over an area of the root developing radiolucency, though reported that the pt is asymptomatic. Also, it was reported that the canal was irrigated only with sterile water and that the separated place protrudes 1mm outside of the apex.